Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the peritonitis and the use of the liberty select cycler and cycler set. Additionally, there is no allegation of a device malfunction or cycler set leak or defect reported for this event. Per the peritoneal dialysis registered nurse (pdrn), the cause was user error by the hospital. The culture result of yeast, a fungal organism, suggests a breach in aseptic technique as touch contamination is the usual route of fungal peritonitis. Based on the available information and no allegation or documentation of a device malfunction or cycler set defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support and reported that they were in the hospital for one week and had peritonitis. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the report and stated that the patient is no longer doing pd therapy. The patient was hospitalized (date not provided) for a parathyroidectomy. During the hospitalization, the patient was diagnosed with hospital acquired peritonitis. The patient¿s pd culture was positive for yeast. The cause of the peritonitis was attributed to user error by the hospital (unspecified). The pdrn reported that the peritonitis was not related to the use of the liberty select cycler or cycler set. The patient¿s pd catheter (not a fresenius product) was removed and the patient transitioned to hemodialysis (hd). Hospital course is unknown. The patient was discharged on an unconfirmed date. No further information was available as the patient was deactivated in the pd clinic system.